Event description:
It was reported there was corrosion after the sterilization process. The instruments were new and never used before. This is report 1 of 4 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Concerning the visible signs of corrosion, it has to be pointed out that even stainless steel is only rust-resistant. The corrosion resistance is only ensured when the products are stored at dry conditions. Additionally, all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion. The instruments were manufactured according to the specifications. This complaint is invalid from a manufacturing standpoint.